Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead exhibited sensing at 2.3 mv and loss of capture. The lead was repositioned on (b) (46. 2010. On (b) (46. 2010, the patient went to the emergency room with chest pain. Echo- graphy showed a pericardial effusion due to cardiac perfora- tion. The patient was sent home with medication to reduce inflammation; symptoms worsened within one week due to in- creased pericardial effusion and tamponade. Pericardiocen- tesis was performed and the lead was explanted and replaced.